Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported break. Although requested, the valve has not been received for evaluation. A follow up report will be submitted with evaluation results, should the device be received.

Event description:
The customer reported the needleless valve covering the end of the central line catheter broke. There was no patient harm or medical intervention. No further patient or event information was provided.